Manufacturer narrative:
Additional evaluation c. Conclusion: 18/failure to follow instructions considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that 1 month and 4 days after the dental implant was installed in intraoral region 12#, its non- osseointegration was observed. Moreover, 50n.cm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type ii).

Manufacturer narrative:
The lot number reported by the dentist was not verified by the crm system, so it was not considered. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made.

Event description:
(B)(4) - the dentist reported that 1 month and 4 days after the dental implant was installed in intraoral region 12#, its non- osseointegration was observed. Moreover, 50n.cm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type ii).